Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the customer's report of was not replicated or confirmed. The battery used was not available as part of this investigation. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The device's activity log was cleared by the customer and could add no value to the investigation. Its important to note that the auxilliary harness was found to be damaged and may have been related to the customer's report. However this could not be firmly established. No trend is associated with reports of this type.